Event description:
It was reported that there was difficulty removing the yellow sheath off of the nc trek balloon, but the sheath was successfully removed. The nc trek was used in the anatomy and functioned okay. There was no patient injury related to the device issue. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis, therefore, the difficult sheath removal was unable to be confirmed. Although a lot history record review and complaint history review could not be conducted, because the lot number was not provided, a product issue potentially related to difficulty removing the sheath was identified. Corrective and preventive actions to address this issue are in the process of being implemented and the performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated event date (reported as since late (B)(6)). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.